Event description:
Report received of the clips (slide clamps) on the lumens were not staying in the closed position. The customer reports that this had occurred with approximately three tpn infusions. The male adapter at the hub of the lumen is removed and the tpn line is connected directly of the lumen. When the staff is changing the tubing, the slide clamp is put into the closed position. The clamp and tubing had worked themselves to the open position, causing bleed back. The central line sites remained pt. No reports of adverse pt event.